Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 693565 lead implanted: 2009-(B)(6); 1388t lead implanted: 2003-(B)(6). (B)(4).

Event description:
It was reported that the patient has two leads that reside in the right ventricle. The right ventricular (rv) leads exhibited elevated short interval counts (sic) and non-sustained tachycardia episodes with noise. The rv leads currently remain in use. No patient complications have been reported as a result of this event.